Event description:
It was reported that the surgeon inserted a +22.5 diopter cc4204bf collamer single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the foam tip plunger with a torn foam tip. The lens was returned with a piece of the lens optic and one haptic torn off and missing. The catridge was returned with a split tip. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.